Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which a crack in the right cylinder connecting tube and a hole in the reservoir were identified. The cylinder was removed and replaced, and a new reservoir was implanted, leaving the old one inside the patient. The cause of the cylinder connecting tube crack and the reservoir hole were not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) cylinder at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually examined, microscopically and leak tested. The cylinder had air between the inner tube/fabric and the outer tube when inflated; no leak was found. No anomalies were found with the component. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of mechanical issues and hole/perforation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which a crack in the right cylinder connecting tube and a hole in the reservoir were identified. The cylinder was removed and replaced, and a new reservoir was implanted, leaving the old on inside the patient. The cause of the cylinder connecting tube crack and the reservoir hole were not detailed by the hospital. No patient complications were reported.